Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. For clarification, the instrument was found to have abrasions on the edge of the distal idler pulleys. This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object. The instrument was found to have a broken monopolar yaw pulley and was missing as a result of the breakage. The size of the missing piece was approximately 0.063" x 0.124". This failure is most commonly caused by mishandling/misuse, such as instrument collisions or impact from an external object. The instrument was also found to have a derailed grip cable from the distal pulleys. The instrument was also found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgeon was not able to manipulate the wrist of the permanent cautery hook instrument. Upon removal of the instrument, the pulley was found broken. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.